Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to deploy the suture was observed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Describe event or problem: the additional proglide device that failed to fire, is filed under a separate medwatch report number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that six proglide devices were used to close 14f and 18f femoral access sites in the treatment of an abdominal aortic aneurysm. Reportedly, two of the proglide devices "did not fire during the procedure". There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.